Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Associated products were not provided. It is unknown if qualified products were used. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), unable to drive at night due to bright lights. The patient had dull halos at night from headlights. After discussing the scenario with another physician, he took off some liquid from behind the lens implant from both eyes. Due to it dull halo is a very bright burst. There are two medical device reports associated with this event. This report is associated with the right eye.